Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: delamination of the valve, opening linear on radius, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination total of the valve and striated opening on radius. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.